Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high and low blood glucose. The customer high blood glucose level was 533 mg/dl and low blood glucose was 53 mg/dl. The insulin pump had insulin flow block every 15 minutes finally customer took battery out of insulin pump disconnected and took manual injections until blood glucose went down and went to blood glucose 53 mg/dl and corrected and went to blood glucose 300 mg/dl. The customer¿s other blood glucose values were 323 mg/dl, 390 mg/dl, 275 mg/dl. The customer stated that they were not using the auto mode feature. The customer been using the insulin pump system within 48 hours of reported high blood glucose event the customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.